Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The compression part of the jig was slightly bent. When the surgeon compressed it, it looked like the jig was not compressing uniformly. When the surgeon tried undoing the compression, only the one side was releasing the compression. The surgeon also had trouble with the compression wheel and when he tried to pop the wheel back on the jig, the knob that attached to the wheel broke. It was unknown if there was any patient injury. There was a 1 hour surgical delay. Additional information has been requested.